Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infusion was programmed to deliver kcl-20 at 50 ml over 1 hr. The entire amount delivered in 15 minutes" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a 60 mins. Run time. The delivered amount was 40.140 and the error percentage was at 0.35%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused during delivery in the medsurg department. Infusion was programmed to deliver kcl-20 at 50 ml over 1 hr. The entire amount delivered in 15 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.